Event description:
The initial reporter alleged discrepant positive results with the hbsag g2 elecsys e2g 300 v2 assay on the cobas e 801 analytical unit. The sample initially tested with the elecsys hbsag ii assay generated a result of 2.57 coi (reactive). The sample was retested twice on the same system, and the reactive result was confirmed. However, subsequent testing of the same sample with the abbott alinity assay yielded a result of 0.584 s/co (non-reactive). Nucleic acid testing (nat) also produced a non-reactive result. The hbsag confirmatory test was not performed. No sample material was available for further investigation.

Manufacturer narrative:
The reported event occurred on a cobas e 801 analyzer with serial number (B)(6). The investigation determined that the elecsys hbsag ii assay performed within specifications based on a review of calibration and quality control data. All calibration and control results were within expected ranges. The customer did not perform the hbsag confirmatory test as required to confirm the repeatedly reactive result. Additionally, no sample material was available for further investigation. Without confirmatory testing, an assessment of whether the elecsys hbsag ii result was truly discrepant compared to the abbott alinity and nat results could not be made. The occurrence of a single false positive result is consistent with the assay's specificity claim.